Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later noted that the patient had presented to the emergency room with symptoms consistent with her atrial fibrillation and was then found to be in tachycardia with atrial flutter. Additionally, blood tests were carried out and potassium and carbon dioxide were not as expected.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic bd710fj252rts, product type: coronary sinus catheter; product ID: non-medtronic 8638108, product type: intracardiac echocardiography (ice) catheter; product ID: non-medtronic 8727524, product type: steerable introducer; product ID: non-medtronic 8641426, product type: mapping catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately seven months post-operatively to a radiofrequency (rf) ablation procedure, diagnostic testing showed a patient had a recurrence of atrial fibrillation with a rapid ventricular response. A calcium channel blocker was administered intravenously and the patient was hospitalized. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.